Event description:
During a remote follow-up, episodes of noise resulting in oversensing, undersensing, and a loss of capture were observed on the right ventricular (rv) lead on a pacemaker dependent patient. Rv lead damage was alleged but was not able to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.